Event description:
The customer reported intermittent power issues with this unit.

Manufacturer narrative:
(B)(4), the customer reported intermittent power issues with this unit. The unit was evaluated at the philips (B)(4) repair bench and the failure was verified. Replacement of the processor pca resolved the failure. The unit passed all post servicing testing and was returned to the customer site.